Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 4 fr s/l powerpicc was returned for investigation. The catheter length had not been modified. The PICC was received with the 3cg stylet extending throughout the lumen. The stylet was received in two segments. It appeared that the entire stylet was returned for investigation. The distal end of the proximal stylet segment extended 5.1cm from the distal end of the catheter. The distal 2.65cm segment of the stylet, which contained the conductive epoxy tip, was received separate from the remainder of the stylet. Kinks were observed 8.5 and 21.5 mm from the distal tip of the distal stylet segment. The stylet had been removed from the t-lock extension set. A microscopic examination of the polyimide tubing revealed kinking between magnets both proximal and distal to the break site. The adjoining ends of the polyimide tubing revealed a rough and uneven surface. What appeared to be blood residue was observed within the polyimide tubing. The break in the core wire coincided with the location of the break in the polyimide tubing. The kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. It was reported that the PICC curled back and the inserter felt a click sensation. It is unknown what caused the PICC to curl back. Sharp or acute angles should be avoided during implantation. It was also reported that the stylet shot out the distal tip of the catheter. The removal of the stylet from the t-lock extension set may have allowed the wire to move within the catheter. The IFU does not indicate to remove the stylet from the extension set. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of recp2576 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC curled back and the inserter felt a click sensation. The PICC was barely past the insertion site when the clinician decided to pull the PICC out onto a sterile drape. It was stated that this was when 3cm of wire shot out of the tip, the stylet tip has broken off midway. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp2576 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the PICC curled back and the inserter felt a click sensation. The PICC was barely past the insertion site when the clinician decided to pull the PICC out onto a sterile drape. It was stated that this was when 3cm of wire shot out of the tip, the stylet tip has broken off midway. There was no reported patient injury.